Manufacturer narrative:
Additional information provided by the noah clinical representative confirmed that the patient was admitted to the hospital and discharged two days later. Only the radial ebus was used prior to the event, and no system alerts or errors were reported during the procedure. No issues with the bronchoscope were reported by the user. It was also clarified that the reported sudden release and the perceived drift occurred at different timestamps. The bronchoscope was not returned for investigation as it was discarded. Manufacturing records were reviewed and confirm that the bronchoscope passed final qa/qc inspection prior to release. System manufacturing records were reviewed and found no issues related to this event. Video and log review demonstrated that the system functioned as intended, with no evidence of malfunction or unintended movement. Multiple radial ebus advancements through parenchymal tissue showed expected tissue interaction, and logs confirmed user-commanded movements during the reported sudden release event without evidence of true scope drift. The apparent scope drift or positional change observed on fluoroscopy was consistent with decreased lung volume associated with pneumothorax rather than device movement. The physician attributed the event to radial ebus use, and the pneumothorax is most consistent with procedural tissue disruption and pleural breach, a known risk of peripheral bronchoscopy. This MDR has been submitted because the patient developed a pneumothorax requiring chest tube placement and hospital admission following a galaxy-assisted bronchoscopy procedure. Investigation demonstrated that the galaxy system functioned as intended with no evidence of device malfunction, use errors, or unintended system movement. The physician attributed the event to radial ebus use during peripheral lesion access.

Event description:
It was reported that a 67-year-old male underwent a galaxy-assisted bronchoscopy procedure for a lesion in the right middle lobe, located close to the fissure. An initial allegation of scope drift was reported. During the procedure, the physician used a radial ebus through the bronchoscope. After reaching the nodule, the physician reported feeling a sudden release while advancing the radial ebus and subsequently raised concern for pneumothorax based on imaging observations. Fluoroscopic assessment during the procedure did not indicate pneumothorax. The procedure was subsequently aborted, and a chest x-ray confirmed pneumothorax. A chest tube was placed.